Event description:
It was reported that the patient received one inappropriate shock, due to oversensing. The right ventricular pacing impedance increased to greater than 3000 ohms. The pace/sense portion of the high voltage lead was capped, and a new pace/sense lead was implanted in the right ventricle. Additional information reported that the ICD was also explanted, as it could not be determined whether the lead or ICD was at fault. A medwatch 3500a was subsequently received and reported that the lead and device did not appear to be capturing high ventricular output. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received one inappropriate shock due to oversensing. The right ventricular pacing impedance increased to > 3000 ohms. The pace/sense portion of the high voltage lead was capped and a new pace/sense lead was implanted in the right ventricle. No further patient complications have been reported as a result of this event. Additional information reported that the ICD was also explanted as it could not be determined which component was at fault, the lead or the ICD.

Event description:
It was further reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead also exhibited varying impedance on the svc and rv coils of the lead. The high voltage portions of the rv lead remain in use and the physician will continue to monitor vigilantly. No patient complications have been reported as a result of this event.

Event description:
It was reported that the pt received one inappropriate shock due to oversensing. Right ventricular pace impedance increased to > 3000 ohms. The pace/sense portion of the high voltage lead was capped and a pace/sense lead was implanted in the right ventricle . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. -d11 continued: 5076 implantable pacing lead - (B)(6) 2005, 7278 implantable pacemaker/cardio/defib - (B)(6) 2005, medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. -d11 continued: 5076 implantable pacing lead - (B)(6) 2005 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. H11: f10 manufacturer patient and device codes used, d4 lead information added, f12. Corrections: d1, d2, f6, f8. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated a lead impedance out of range alert, the impedance trend on the rv (right ventricular) defibrillation coil was variable and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Continuation of d11: d154awg ICD (B)(6) 2007, 5076-52 lead (B)(6) 2007 f.patient code: c76143 device codes : c63114 c63124 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.